Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t, competitor lead, implanted (B)(6) 2003; d314trg, device implanted, (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered by the patient's cardiac resynchronization therapy - defibrillator (crt-d) due to high impedance readings on the right ventricular (rv) lead. Interrogation of the device also showed a loss of capture and oversensing of noise on the rv lead resulting in inappropriate vt/vf detection and aborted therapy. A lead fracture was suspected so the lead was capped and replaced. No patient complications have been reported as a result of this event.